Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
There was no battery out limit alarm noted. All operating currents are within specifications. The unit passed the self-test and displacement test. There was no frozen screen noted. There were no ramping numbers noted. The intermittent up arrow button was due to corroded keypad trace. The unit had cracked belt clip slot, cracked reservoir lip and minor scratched lcd window.

Event description:
It was reported that the insulin pump's up arrow button was stuck. The customer was programming a bolus and the numbers counted up uncontrollably. The insulin pump then alarmed battery out limit as they pulled the battery out of the insulin pump. The insulin pump was frozen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.